Event description:
It was reported that while a pt was in the coronarography unit, the physician was inserting the intra-aortic balloon (iab) via the femoral super arrow-flex (saf) sheath when it became stuck. The iab was removed and replaced without incident. There was no pt death, injuries or complications. There was no delay in therapy and medical/surgical intervention was not required. Additional info received from the assistant qa, teleflex (B)(4) on (B)(6) 2010 stated that the same insertion site was used via the spring wire guide with new iab and sheath. On (B)(6) 2010 further info stated that the pt is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.